Event description:
The pt is reportedly experiencing intermittencies. Testing showed the device is function within specifications. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Revision surgery is scheduled.

Manufacturer narrative:
The patient's device was explanted. The patient was reimplanted with another cochlear device. Legal proceedings have prohibited the testing and failure analysis of the explanted device. As a result, no conclusion can be drawn at this time. If the legal proceedings allow for the analysis to be completed, he issue will be re-opened and the results of the analysis will be reported. This is the final report.

Manufacturer narrative:
Legal proceedings have allowed for the failure analysis of the explanted device. Device. A supplemental report will be submitted when the analysis results are available.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the array and sliced near the fantail prior to receipt. This is believed to have occurred during revision surgery. In addition, small dents were observed on the bottom cover. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed several of the electrical tests performed. The device passed mechanical tests performed. This is an interim report.

Manufacturer narrative:
Legal proceedings have prohibited the testing and failure analysis of the explanted device. As a result, no conclusion can be drawn at this time. If the legal proceedings allow for the analysis to be completed, the issue will be re-opened and the results of the analysis will be reported. This is the final report.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the array and sliced near the fantail prior to receipt. This is believed to have occurred during revision surgery. In addition, small dents were observed on the bottom cover. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed several of the electrical tests performed. The device passed the mechanical tests performed. The reported complaint of intermittent lock could not be confirmed during this analysis. This is the final report.